Event description:
Litigation alleges patient had shedding of metal debris, pain, inhibition of the ability to walk and will need additional surgery after asr hip implant.

Event description:
Litigation alleges patient had shedding of metal debris, pain, inhibition of the ability to walk and will need additional surgery after asr hip implant. Update: 2/14/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/04/2014 - maude report # (b)(4 received. Maude report indicates 5ml of dark brown cloudy aspirate was obtained, consistent with metallosis. There is no new additional information that would affect the investigation. This complaint was updated on: 04/24/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery. No reason for revision provided. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.